Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: visual examination of the returned products identified the 0 deg right cut guide exhibits signs of repeated use (nicked, gouged) and there is a foreign substance present. Performed dimensional analysis, results were within specification. Review of the device history records identified no deviations or anomalies during manufacturing for the cut guide. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reference report: 0001822565-2021-01452. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when dr. (B)(6) was pre-drilling for the tibia, the bone screw drill got stuck in a hole in the cut guide. Attempts have been made, but no further information is available at the time of this report.